Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The test strips were returned and evaluated on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the returned test strips, when tested with control solution, gave results above the control solution range.

Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found have control solution result outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.